Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as ¿high¿; although specific value was not provided. Cause was not known. The customer performed a supply change as well as a correction injection to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer continued to use the pump for insulin therapy.